Event description:
It was reported that both of the patient¿s stimulators had been turning off by themselves. Their healthcare provider had confirmed that they were off. The patient seemed to be using the programmer appropriately. They were going to check the status of the stimulators more often. The patient had a loss of therapeutic effect. They started to go to the bathroom a lot. The patient was reprogrammed and had greater than fifty percent symptom reduction. They had recovered without permanent impairment. See also manufacturer¿s report # 3004209178-2015-03127 for the concomitant system.

Manufacturer narrative:
Concomitant products: product ID: 3058 serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0hzh6, implanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, lot# va0hzh6, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, lot# serial# unknown, product type: programmer, physician. (B)(4).